Manufacturer narrative:
Follow-up # 1 date of submission 3/31/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a review of the pump black box data shows no evidence of unexpected pump reboot events. One pump reboot event associated with a cs128 call service alarm was observed in the pump history. During visual inspection of the pump, it was observed that the battery compartment was cracked on the side from the threads down to the case seal. The returned battery cap was undamaged and was able to fit to the pump and maintain electrical connection. The returned battery cap was fastened and then unscrewed half a turn with no power reboots occurring. There was moisture corrosion observed in the battery canister. A leak test was performed and failed due to a battery compartment leak. The pump¿s ¿ez-prime¿ steps were performed correctly and there were no power interruptions or any errors, alarms or warnings that occurred during the investigation. The pump performed within specification therefore the investigation was unable to duplicate ¿power¿ complaint. The pump¿s cover was removed and further moisture ingress was found to the vibration motor and to the power printed circuit board.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.